Event description:
The customer called the help line to report a low bg episode few days before the call. It was stated that customer was taken to the emergency, treated, and released. Troubleshooting was performed. There were not significant findings.